Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After the impella was weaned and explanted, manta vascular closure device was deployed but bleeding was observed on angiography. A balloon was utilized to tamponade which resolved bleeding.

Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to anticoagulation management since the activated clotting time noted was 309 which is above the range limit. This report is being filed as part of a retrospective review of historical records.